Event description:
During a trochanteric fixation nail (tfn) case, the wing nut from the helical blade inserter fell off. This occurred upon removing the device from the aiming arm, so the blade was already inserted properly. The procedure was finished as usual and there was no harm to the patient. Upon inspection the screw mechanism looks worn down.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Product development evaluation stated that the helical blade inserter was received disassembled with the handle and alignment indicator (referred to as "wing nut" in the complaint description) separate from the handle. There were several dents and gouges on the gold handle and few on top of the alignment indicator and knurled area of the set screw. The set screw on the alignment indicator screwed in and out as intended and did not show worn down. The alignment pin inside the indicator has a deep gouge on one side and is bent away from the gouge. The undercut on the end of the shaft has two small impressions where the set screw seats when tightened. The device was reassembled and functioned as intended. The device was received with the alignment indicator disassembled from the shaft. The set screw is not worn down as reported and it screws in and out freely and, when placed back onto the shaft, it secures the indicator on top of the device as intended. By design, the alignment indicator is intended to be removable so the helical blade inserter can be disassembled for cleaning and sterilization. The alignment indicator on the returned device is securely held when the set screw is tightened and cannot be removed unless it is fully loosened. The alignment pin has damage, but still aligns with the indicator as intended. In conclusion the returned device functions as intended and therefore that complaint is invalid.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).